Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer delivered a bolus 3 times but the delivery was not given on the insulin pump. Customer uses the bolus wizard and confirmed the quantity but the bolus was not delivered. Customer was in school during the call and the customer's mother was advised to call back when the customer is home to perform troubleshooting.